Event description:
It was reported that the issue stated was: 'error: cassette not connected. Reinsert the cassette. Error cannot be resolved'. There was unknown patient involvement and no reported patient harm/adverse reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the cause of the problem was a bad downstream occlusion (dso) sensor. The dso sensor will be re-calibrated to fix the issue.